Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a broken cable and a new reportable finding: failed leak test. A probable root cause cannot be identified. A device history record was conducted, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a broken cable. The malfunction was found during reprocessing. There were no reports of patient harm.